Event description:
A report was received that the patient's precision system was explanted due swelling at the pocket site. The patient went to the ER where they drew pus from the pocket site. The explanting physician did not believe the situation was device related. The patient was given both IV and oral antibiotics and was reportedly doing well following the procedure.